Event description:
It was reported that the unspecified bd infusion set was broken at the connection between the line and the air filter which lead to the lipids drains onto the floor. The following information was provided by the initial reporter: patient is (B)(6) of age. At approximately 1730 it was noted that the IV tubing running lipids was broken at the connection between the line and the air filter. This allowed the lipids to drain onto the floor no longer reaching the patient. Lipid tubing was taken down (ir placed). Team made aware that lipids no longer running and will be restarted at 2000 as ordered.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: patient¿s birthday was not provided, (B)(6) 2022 was used based on age of patient. Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: a sample was received with the customer complaint of separation. Once initial visual analyses began, it was obvious that there was a break in the filter where the tubing attaches. Under microscope there were no signs like manufacturing issues or inherent defects with the tubing. The filter supplier has been contacted about the filter break issue and assures that their sets undergo multiple quality checks before being shipper for assembly. This issue has been seen in the past as an improper application of shear force by user when handling the infusion device. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd infusion set was broken at the connection between the line and the air filter which lead to the lipids drains onto the floor. The following information was provided by the initial reporter: patient is 3 months of age. At approximately 1730 it was noted that the IV tubing running lipids was broken at the connection between the line and the air filter. This allowed the lipids to drain onto the floor no longer reaching the patient. Lipid tubing was taken down (ir placed). Team made aware that lipids no longer running and will be restarted at 2000 as ordered.